Event description:
It was reported that this patient was getting ready to undergo a transcatheter aortic valve replacement, and during the pre-procedure check it was noted that right ventricular (rv) lead had no capture. A fluoroscopy was performed, and it appeared that the lead was pulled back to the tricuspid valve. The patient was not dependent, so no symptoms were noted. The lead was surgically capped and replaced. No additional adverse patient effects were reported.